Manufacturer narrative:
The device was returned to olympus and is the process of evaluation and investigation. Once additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope image was not displayed and had a scope data error (e-32 a or b) message. There were no reports of patient harm associated with this event.

Event description:
According to the reporter, the b32 (scope data error) occurred during pre-use inspection, however the event date is unknown. There were no additional details regarding the patient or event reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event and the device evaluation. New information added to the following fields: event and device manufacture date. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the b32 (scope data error) and no image displayed was due to damage to the video connector board. In addition, it was noted, the bending section and the light guide snake tube had scratches and the bending section adhesive was chipping. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.